Manufacturer narrative:
(B)(4). Concomitant medical products: persona cruciate retaining femoral component, catalog #: 42502606202, lot #: 62637084, persona fixed bearing articular surface, catalog #: 42521000413, lot #: 62376869, persona all polyethylene patella, catalog #: 42540000032, lot #: 62536449. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-00901, 0001822565-2018-00902, 0001822565-2018-00903, 0001822565-2018-00904. Remains implanted.

Event description:
It was reported that the patient is experiencing a stitch abscess with redness and serosanguineous drainage. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. It was reported that the reported event is not device related. Moreover, there is no evidence that supports stitch abscess happening during or after the surgery. Therefore, a definite root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.